Manufacturer narrative:
Explanted products were measured and found to be within specification. Review of manufacturing records showed no anomalies. Patient's laxity of the lateral collateral ligament may have contributed to the disassociation.

Event description:
Disassociated r-head recon head and stem were revised in a patient.